Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly received treatment of either insulin, glucagon, and/or unspecified medication from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly received treatment of either insulin, glucagon, and/or unspecified medication from a third-party. There was no report of death or permanent injury associated with this event.